Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced a syncopal episode. Review of the remote monitor transmission information suggested there were occasional "drop out beats" on the ventricular fibrillation treated episode. The information also showed there was appropriate detection and therapy delivery. A request for additional information was made but not received. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.